Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic cut, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead showed no capture due to the patient's very tight subclavian access. The rv lead was explanted and was replaced with a new lead during the revision procedure. It was also reported that the right atrial (ra) lead had questionable capture. The ra lead was explanted and replaced with a new lead during the revision procedure. No patient complications have been reported as a result of this event.